Event description:
It was reported that pump displayed a cartridge change error and caller was unable to successfully load cartridge onto pump despite following on-screen instructions. There was no adverse impact to the customer's blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area as instructed, cleaned pump, completed new cartridge fill, and then prepared to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump under warranty, provided instructions for storage mode, reprogramming pump settings, reconnecting continuous glucose monitor, and returning malfunctioning pump using prepaid label.